Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The channel bracket was inadequately welded by the vendor.

Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. The surgeon applied another device without pt injury.